Manufacturer narrative:
Journal article: application of endovascular pure electrocoagulation in the management of coronary artery perforation during percutaneous coronary intervention authors: qing-yu huang, bang-wei wu2, bo jin, wei shen, mazin eisa, xin-ping luo, jian li journal: journal of geriatric cardiology year: 2021 reference: doi.org/10.11909/j.issn.1671-5411.2021.03.005. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled - application of endovascular pure electrocoagulation in the management of coronary artery perforation during percutaneous coronary intervention - was submitted. The aim of this article was to present a case study in which coronary perforation during chronic total occlusion (cto) pci procedure was successfully managed by endovascular pure electrocoagulation. During this case study an attempt was made to recanalize the lad cto. The left circumflex was 90% stenosed. The left main artery was engaged with a medtronic launcher 6-fr 3.5 ebu guide catheter which was guided through the left radial artery. A non-medtronic guidewire was traversed into the distal diagonal branch. There was an occlusion in the middle-left anterior descending (lad) artery in which a non-medtronic guidewire could not traverse through. Eventually a non-medtronic wire successfully passed the blocked vessel and was later exchanged with another non-medtronic wire. The blocked vessel was pre-dilated with a non medtronic 1.5 × 15 mm and 2.0 × 15 mm balloon and a non medtronic 2.5 × 33 mm drug eluting stent was successfully deployed in the middle portion of the lad. Angiography then demonstrated perforation of the distal diagonal branch and extravasation of contrast material clearing into the cardiac chamber. A 2.5 × 10 mm balloon was inflated at the opening of the diagonal branch for 30 s. The contrast medium remained visible in the cardiac chamber and was increasing which was followed by an alarming drop in the patient's systolic blood pressure. Fluids and dopamine were administered to address this. Fluoroscopic assessment of the cardiac silhouette revealed the presence of an increasing pericardial effusion. Pericardiocentesis was quickly performed yielding 350 ml of blood from the pericardial effusion. A decision to embolize the diagonal branch with the endovascular pure electrocoagulation technique was made. After completion of the procedure, the angiogram confirmed that the perforation had been sealed off. The patient remained hemodynamically stable and asymptomatic. Prior to the patient's discharge from hospital after 5 days of admission a transthoracic echocardiography was done and it confirmed the complete resolution and lack of pericardial effusion. The patient had no further complications or symptoms.

Manufacturer narrative:
Additional information: it was stated that the complications are not related to the 6f launcher and are related to the anatomy of the lesion and the operation of the guide wire. It was stated that the perforation had nothing to do with the quality of the product or was related to the launcher guide catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.